Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was not release by the facility.